Event description:
The pacemaker involved in this MDR was interrogated during a follow-up on (B)(6) 2010. No problem was observed with device interrogation or programming that day. On (B)(6) 2010, the pt underwent an ablation, and it was impossible to establish a reliable communication between the device and the programmer: a "communication error" message was displayed systematically despite several attempts to reposition the programming head and despite trying to interrogate the pacemaker with another programmer. It should be noted that the carto system was used (i.e. A remote magnetic navigation system used to guide the catheter) during the ablation procedure. At the end of the ablation procedure, the carto system was switched off, solving the issue and restoring normal communication between the pacemaker and the programmer. The physician requests the possibility to reprogram the device during the ablation procedure.

Manufacturer narrative:
(B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.